Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the right chest wall via right internal jugular vein, the port allegedly had a great deal of resistance to flushing and pumping. It was further predicted that allegedly the catheter would not be able to pump back blood and flush the catheter properly. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a clinician was holding two syringe and a catheter was placed within a blue color bowl. Therefore, the investigation is inconclusive for the reported catheter had resistance to pumping and flushing issue as the provided photo is insufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the right chest wall via the right internal jugular vein, it was found that the port allegedly had a great deal of resistance to flushing and pumping. It was further reported that the physician predicted that the catheter allegedly would not be able to pump back blood and flush the catheter properly. There was no patient contact.